Manufacturer narrative:
Explant was reported due to sudden heart failure. The investigation of the valve found that there was fibrous thickening of leaflet 3. Leaflets 1 and 2 were received previously excised, and thinning and loss of collagen fibers was noted at the base of leaflet 1, consistent with a tear in the area. Leaflet 1 also contained microcalcifications. There was fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter. No acute inflammation was present. A video of the explant procedure was also received. In it, a tear was visible in leaflet 1 while the valve was still implanted. The valve also appeared to be tightly fit inside the annulus. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Histological evaluation demonstrated mild loss of collagen and microcalcifications at the tear site, which could have contributed to the tear formation. In addition, there was evidence of a narrow aortic sinus relative to the implanted valve size. Though it is not possible to definitively characterize any interaction between the stent post and the aortic wall, it is possible that this could induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which may have led to the observed leaflet tear and reduced durability.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted as part of a re-do avr to replace a mechanical valve due to pannus formation on the mechanical valve. During three follows up post-implant of the trifecta valve, the patient was stable with no consequences. On (B)(6) 2019, the patient reported dyspnea and dizziness. On (B)(6) 2019, the patient was hospitalized due to sudden heart failure. The physician suspected it was due to structural valve deterioration. On (B)(6) 2019, the patient underwent a second re-do avr and the trifecta valve was explanted. Upon explant, a tear was observed from the upper part between the lcc and the ncc stent posts. A competitor's 21mm edwards magna mitral ease valve was successfully implanted. The patient is recovering well and in stable condition.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted as part of a re-do avr to replace a mechanical valve due to pannus formation on the mechanical valve. During three follows up post-implant of the trifecta valve, the patient was stable with no consequences. On (B)(6) 2019, the patient reported dyspnea and dizziness. On (B)(6) 2019, the patient was hospitalized due to sudden heart failure. The physician suspected it was due to structural valve deterioration. On (B)(6) 2019, the patient underwent a second re-do avr and the trifecta valve was explanted. Upon explant, a tear was observed from the upper part between the lcc and the ncc stent posts. A competitor's 21 mm edwards magna mitral ease valve was successfully implanted. The patient is recovering well and in stable condition.